Event description:
Medtronic received information that this transcatheter bioprosthetic valve dislodged into the sinus of valsalva following deployment due to patient anatomy (an enlarged septum), resulting in aortic regurgitation. A second valve of the same model and size was successfully implanted and resolved the regurgitation. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As it was reported, the valve dislodgement occurred due to patient anatomy. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the aortic regurgitation most likely was due to patient anatomy and the sub-optimal valve position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.